Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported not performing the air removal step. Customer was educated on the air removal process when filling a new cartridge. Customer changed pump supplies to address the issue. Customer's blood glucose was in 400 mg/dl range.